Manufacturer narrative:
E. (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during treatment, the transray plus 35cc baloon catheter could not be inserted into the 8fr third-party sheath. A 0.025 guidewire was inserted, and the catheter was inserted, but the balloon portion could not be inserted into the sheath. Newly opened catheter was inserted without any problems using the same sheath.